Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was not returned for evaluation, however review of the provided photos confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While undertaking a total knee procedure where the attune tkr was being utilised the rp tibial impactor head broke into pieces. This impactor head was being utilised to impact the definitive uncemented tibial component onto the tibia. Fortunately an alternative single piece impactor is part of the set and this was then utlised to impact the tibial component into place. The pieces of the impactor were 'pieced together" on the back table to ensure all bit were present. No surgery delay. Procedure successfully completed.